Event description:
On 3/27/98, the facility's bmt program mgr informed the MFR's rep of the following: the tubing is stretched on the device extension leg with the white clamp hook near the white luer tip connection where it connects to the tubing. Additionally, the facility's bmt program manager stated that the device was scheduled to be explanted 3/27/98. The implant date and the catalog/lot number of the device was not known at this time. No further details were provided at this time.

Manufacturer narrative:
The device was returned to the MFR (MFR.) And has been analyzed as follows: visual and microscopic examination of the device revealed discoloration of the device extension legs which appears to be due to a material consistent with blood. The clamps were present on each of the extension legs with compression noted on the tubing of the extension legs due to clamping. The luers of the extension legs appeared to be free of anomalies. The three (3) lumens of the device catheter flow path appear to be open and clean. No areas of stretching were noted on the extension legs at the connection of the tubing to the luer lock. A trend analysis was performed on similar incidents and a trend weas not identified. A catalog/lot number was not provided for the device in question; therefore, a review of the device history record was not possible. Based on the info available and the results of the MFR.'s analysis of the dvice, the report that "an area of the pheres extension leg appeared to be stretched at the connection of the luer lock" was not confirmed. No evidence of stretching was noted on the pheres extension leg at the conenction of the luer lock during the MFR.'s visual and microscopic analysis of the device. No further details are available. The customer will be notified of the MFR.'s findings. The MFR. Is now closing the file on this event. Submitted to the FDA 11/9/1998.